Manufacturer narrative:
(B)(4).

Event description:
It was reported that "swg bent". The device was replaced with another set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "swg bent". The device was replaced with another set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arrow advancer with the guidewire inside. Signs of use in the form of biological material were observed on the guidewire and inside the advancer. Three bends were observed throughout the guidewire body. Microscopic examination confirmed that both the distal and proximal welds were full and spherical. The bends in the guidewire were located 446, 465, and 570 mm from the proximal end. The overall length of the guidewire measured 602 mm, which is within the specification of 596 mm - 604 mm per product drawing. The outer diameter of the guidewire measured 0.790 mm which is within the specification of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the returned guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The undamaged portions of the guidewire passed without resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire," and "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Three bends were observed throughout the guidewire body. The guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.